Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred 6 days after sensor insertion into the arm. On (B)(6)/2024, the patient¿s cgm was reading 190 mg/dl. No bg meter reading was taken at this time. The patient was self-treated with 15 units of humalog insulin. At some point after this, the patient felt nervous and nauseated. She took a bg meter reading, which was 155 mg/dl. No cgm comparison value was reported. The patient's grandson took her to the emergency room (ER) around 11:45pm. At the ER, the patient¿s bg meter reading was 245 mg/dl. No cgm comparison was reported. However, the patient stated that the ¿whole time¿ she was in the hospital, the ¿cgm was giving false readings.¿ although, no specific bg/cgm comparison values were reported for this event. The patient stated she was only treated in the hospital with her routine at-home medications. The patient was discharged two days later. The patient was ¿fine¿ at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).